Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found with damaged conductor wire insulation at the yaw pulley location. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted urology surgical procedure, the insulation wire at the tip of the maryland bipolar forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the cable insulation was damaged, exposing the wire. The cable itself was intact and not broken. It was unknown if there was any loss of cautery associated with the damaged cable. There were no signs of thermal damage at the site of insulation damage. It was unknown if the instrument collided with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula. The procedure was completed with the same instrument. No fragments fell inside the patient's anatomy as a result of the damage.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.